Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, the 73 y/o female patient presented with pain in shoulder joint approximately 4 months post operatively. Patient had a revision where lateralised glenosphere was performed to reduce impingement pain and liner had to be removed to gain access to glenosphere. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Section d10: concomitant products. Small reverse shoulder glenosphere cat# 320-31-36 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the 73 y/o female patient presented with pain in shoulder joint approximately 4 months post operatively. Patient had a revision where lateralised glenosphere was performed to reduce impingement pain and liner had to be removed to gain access to glenosphere. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices will be return. No patient information/medical history provided.

Manufacturer narrative:
Concomitants: 7161178 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 7240481 315-35-00 - glnd kwire. 7296497 320-10-00 - equinoxe reverse tray adapter plate tray +0. 7165623 320-15-05 - eq rev locking screw. 7277851 320-20-00 - eq reverse torque defining screw kit. S314253 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. S123034 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S213456 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S286052 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 7299587 320-31-36 - glenosphere, 36mm. 6435161 320-35-01 - small glenoid plate. A002891 531-20-00 - shldr gps rvrs drill kit. 7238918 531-78-20 - shouldr gps hex pins kit. 9001021211 a10012 - gps implant kit v2. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10. The following sections were corrected: d1. D4: device expiration date should be blank since specific device responsible for event is unknown. H4: manufacture date should be blank. H6. The reason for the pain reported cannot be conclusively determined but may be related to impingement as noted in the experience report. Additional contributing factors may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.